Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the returned product identified no signs of significant wear, damage, or deformation. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants¿ instsm rev 02/16 information identified: applicable information can be found in the torque matrix - internal connection section. Complainant reported that the abutment screw loosened. Functional testing to recreate the reported event could not be performed due to the screw is a single use item. An x-ray image provided by the reporter was evaluated by subject matter expert and found that a screw loosening event could not be verified. A root cause for this complaint could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (iunihg) became loose. The screw was removed. Tooth location 30.